Event description:
It was reported that within a few days of implant, it was discovered that both the atrial and right ventricular (rv) leads had caused a possible perforation. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri implantable pacing lead - 2013-(B)(6). (B)(4).